Event description:
It was reported that stimulation was unable to be adjusted and the patient programmer displayed a "call your doctor" icon which was indicated to be a power-on-reset (por) message. The patient had a mammogram a week prior to the report and that was the first time the device was checked since then. The reporter stated that the patient had "a few more accidents", but the patient hadn't been pleased with the symptom control from her device for some time. The following day, the por condition was reported to have happened when new batteries were put in the patient programmer. Stimulation was last increased on (B)(6). The reporter stated that therapy had been "somewhat effective" and frequency varied at night so it was difficult to tell when symptoms returned. It was noted that an attempt had been made to reach the patient's healthcare provider, but it was not successful. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-33, lot # v576492, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).